Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated there is no delivery alarms in the history. The customer stated the numbers are not ramping and the scroll bar is not moving without input from user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.